Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed loss of vision and was diagnosed with endophthalmitis 5 days post lens implant in the right eye. Culture was positive for both staph and strep. The patient underwent vitrectomy and intravitreal injections 6 days post implant and reportedly is doing well. According to the physician the lens did not cause or contribute to the infection.

Manufacturer narrative:
The inserter was not returned to b+l for evaluation and the lot number of the device was not provided. Based on the current information the root cause of the event could not be conclusively determined.